Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy procedure, the staple line was not a regular line when fired. As per the image provided, there were gaps in the staple line. The procedure was continued with another stapler. There was no patient injury.